Event description:
It was reported on (B)(6) 2026 that the patient's six infusion set cannula were bent at a 90 degree. The patient experienced high blood glucose level over 400 mg/dl. Patient was treated with an insulin pen and a change of infusion set.

Manufacturer narrative:
E1: patient city: (b)(60 patient country: (B)(6) name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.